Event description:
Staff observed repaired PICC line leaking at site of repair - blunt metal needle of repair kit rubbing against outer PICC sheath creating hole. Further repair to line was unsuccessful and line was exchanged with no harm to pt. Dear sirs, via this letter we are formally notifying the agency of a correction on the three MDR's that were filed by (B)(6) on (B)(6) 2010 and (B)(6) 2010 for the following devices: becton dickinson catalog# 384232, lot#: 9218766. The hospital incorrectly listed (B)(4) as the MFR, however, we are not the legal MFR of these medical products, (B)(4) only serve as the distributor. These products are mfg by bd and are clearly labeled as bd products. Therefore, we request that you correct the "MFR's" info on the mdrs that were filed. We are providing a copy of this letter to the hospital as well as bd so that they may update their records accordingly.